Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for any delivery-related alarms that may have occurred in the past or around the complaint date; no relevant over delivery or delivery-related alarms were found in the download history files. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Unit tested successfully. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, the customer¿s allegation of a possible over delivery was not confirmed, as no relevant alarms were found in the download history files and the unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering. The customer reported a blood glucose value of 73 mg/dl .the customer experienced hypoglycemia and was treated with a carb intake. The event involved product(s) mmt-1884l, mmt-397a, and mmt-326a. Troubleshooting was performed. The customer has been using the insulin pump system within 48hours of a reported low blood glucose event. The customer was not using the auto mode/smartguard feature active at the time of a low blood glucose event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l, mmt-397a, and mmt-326a was requested, and the customer's response was that the device would be returned.